Manufacturer narrative:
Siemens filed the initial MDR 2517506-2019-00128 on 22-mar-2019. Corrected data (29-mar-2019): the customer clarified that the repeat result of 0.0 ng/ml was not obtained on sample ID 1994325742. The customer also reported that when the samples were repeated on the alternate non-siemens instrument, both samples recovered with <40 ng/l. Siemens further investigated this issue. Based on the instrument files, a siemens specialist determined that the discordant results obtained on sample ID 1994078923 [1.04 ng/ml, 0.09 ng/ml, 1.27 ng/ml and 1.05 ng/ml] were obtained on 24-feb-2019. The discordant result for sample ID 1994325742 were obtained on (B)(6) 2019. Sections b5 and b6 were updated to reflect the corrected information for sample ID 1994078923 and MDR 2517506-2019-00177 was filed for the discordant result that was obtained on 25-feb-2019 for sample ID 1994325742. Additional information (11-apr-2019): siemens determined that a sample integrity issue, water flow rate issue, or contamination issue potentially contributed to the discordant, falsely elevated cardiac troponin-I (ctni) results. Siemens determined that the water pump of the water system feeding the dimension rxl max with hm instrument was not properly maintained. The cause of the discordant, falsely elevated ctni results is unknown. The result code and conclusion code in section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated cardiac troponin-I (ctni) results were obtained on a patient sample on a dimension rxl max with hm instrument. The initial discordant result was reported to the physician(s), who questioned the result. The sample was repeated three times on the same instrument, and additional discordant, falsely elevated ctni results were obtained on the patient sample. The customer reported that the sample was repeated on an alternate non-siemens instrument and a result of <40 ng/l was obtained on the patient sample. The customer considered the <40 ng/l result to be a negative result and reported the negative result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni results.

Manufacturer narrative:
The customer contacted a siemens customer care center and reported that discordant, falsely elevated cardiac troponin-I (ctni) results were obtained on two patient samples on a dimension rxl max with hm instrument. The customer reported that quality controls (qcs) were within acceptable ranges on the day of the event; the customer also indicated that replacements of the water system filters were overdue. Siemens guided the customer in performing a microclean decontamination. Siemens is investigating the issue.

Event description:
Discordant, falsely elevated cardiac troponin-I (ctni) results were obtained on two patient samples on a dimension rxl max with hm instrument. The discordant results were reported to the physician(s), who questioned the results. The samples were repeated on the same instrument, resulting lower. Sample ID (B)(6) was repeated on the same instrument and another discordant, falsely elevated ctni result was obtained on the patient sample. The customer reported that both samples were repeated on an alternate non-siemens instrument; a negative result was obtained for sample ID (B)(6) and a ctni result of 0.0 ng/ml was obtained for sample ID (B)(6). The negative ctni result for sample ID (B)(6) and the ctni result of 0.0 ng/ml were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni results.